Event description:
It was reported that shortly after the floor nurse removed the advanced venous acess catheter from the ij, pt turned blue, blood pressure decreased, and heart rate was in 200's. It was stated that the pt was sitting up instead of lying flat. Pressure had been placed at insertion site after device removal. Followup with the nurse stated that the pt's symptoms indicated the pt had an air embolus. Pt was turned on left side and had a stat chest x-ray. Pt was quickly put into hyperbaric chamber for approx 40 minutes to dissolve the air embolus. Pt stayed on the ICU floor overnight. The pt was transferred to a floor where the pt was stable. Followup with the reporting nurse indicated that the incident was not related to the quality of the device. It was related to the nurse's technique.